Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, the atrial and ventricular leads had exhibited noise. The leads remained implanted and would be monitored. The patient's condition was stable.